Event description:
It was reported that oversensing, increased impedance (>1200 ohms) and increased capture threshold were observed. The lead was capped and replaced. No patient complications have been reported as a result of this event. Additional information received reported the lead was fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred. Other:it was reported that oversensing, increased impedance (>1200 ohms) and increased capture threshold were observed. The lead was capped and replaced. No patient complications have been reported as a result of this event. Additional information received reported the lead was fractured. No conclusion can be drawn; impedance, high, lead(s), fracture of, oversensing, high threshold.

Event description:
It was reported that oversensing, increased impedance (>1200 ohms) and increased capture threshold were observed. The lead was capped and replaced. No patient complications have been reported as a result of this event. Additional information received reported the lead was fractured. Further alleged that the patient "suffered physical and other injury", that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]", and that [patient] has suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.